Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 100 to 126 mg/dl. Comparing blood glucose test results from trueresult meter to hospital meter. Performed blood test on (B)(6) 2015 with trueresult meter and produced result of 64 mg/dl and an hour later performed blood test with hospital meter and result was 126 mg/dl. Visit to hospital not related to blood glucose results obtained from meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of 177 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 100 to 126 mg/dl. Comparing blood glucose test results from trueresult meter to hospital meter. Performed blood test on (B)(6) 2015 with trueresult meter and produced result of 64 mg/dl and an hour later performed blood test with hospital meter and result was 126 mg/dl. Visit to hospital not related to blood glucose results obtained from meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of 177 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 54mg/dl, (B)(6) 2015, 05:46pm; 173mg/dl, (B)(6) 2015, 05:44am; 64mg/dl, (B)(6) 2015, 03:14am; 141mg/dl, (B)(6) 2015, 08:34am; 105mg/dl, (B)(6) 2015, 08:12am. Adverse event not reported.